Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be inappropriate shock delivered for af (atrial fibrillation) with rvr (rapid ventricular response). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.